Event description:
My poc needed service so my dr ordered oxygen., (B)(4) is the supplier in my area and they required me to accept their home oxygen machine in order to get portal tanks so I could leave my home, then though I have my own home machine. They are now billing medicare for a machine I don't need or want. This is a huge waste.